Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was fatigued when the right ventricular (rv) lead was pacing in elective replacement indicator (eri) mode. The rv lead was found to have high thresholds and low lead impedance. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.